Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before an intraocular lens (iol) implant procedure, it was observed that one haptic of iol was missing when opened the lens package. The patient was left aphakic and the procedure was completed on the next day. Additional information as been requested.